Event description:
It was reported an infection occurred. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted there was blood on the distal electrode, there was blood on the distal and proximal conductor (not obstructed), the outer insulation was breached cut and was melted, the distal and proximal conductors were distorted (pulled/stretched/overstress), the outer insulation was torn, the lead was stretched and there was apparent explant damage. (B)(4). Concomitant products: 6947m implantable tachy lead 2012 (B)(6); 4076 implantable pacing lead 2012 (B)(6).